Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the occlusion alarm could not be cleared. No previous repairs were noted within the last 12 months. No physical damage or defects noted on device. Review of event history log was able to confirm the customer¿s reported issue of a continuous occlusion alarm. Device passed all functional and accuracy testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occlusion alarm. There was patient involvement, no injury was reported.